Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Latest preventive maintenance performed and system met specifications as per sir (service installation record). The root cause could not be determined conclusively; a large oz used in this case could be a contributing factor for the reported result, but no root cause could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutting was not accurate, resulting in under correction in the left eye of a patient with post operative spherical equivalent was more than one diopter, during photo refractive keratectomy surgery. There are two related reports for this patient. This report addresses the patient initial clg left eye and another manufacturer report will be filed for the fellow eye.